Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. Furthermore, the patient visited the doctor who prescribed hydrogen peroxide and betatin to treat the infected area. It was reported later that the incision had almost healed.

Event description:
On february 23, 2021, senseonics was made aware of an instance where the patient experienced infection at insertion site. The patient reported that after insertion, the skin was not closed with stitches and got infected. Pus formed and the patient also felt pain in the infected area when touched. The patient was prescribed hydrogen peroxide and betatin by the doctor which subsided the infection and healed the incision.